Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 344 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy the needle. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the needle mechanism failure, the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier and confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 260 mg/dl, while wearing the pod between 1 and 4 hours on the abdomen. The pod was removed, the cannula was noted to not fully deployed and appeared bent. Hyperglycemia treated by applying a new pod and bolus.